Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device is available for evaluation, and the manufacturing lot number was provided for review. The investigation is ongoing. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilization breach, as seal was open".

Manufacturer narrative:
Product was returned and evaluated. A picture of the device and the lot number of the device was also provided for the investigation. After the investigation, it was determined that the seal on the product failed due to splice tape in the pouch. Inspection is manual and visibility of the defect is partially hidden which requires more care to ensure the splice tape is not present. Splice training for all 3 shifts is being re-done. The solution is not final inspection, but rather the focus is on turning the tool off until the splice passes and then forming may resume, per procedure. The root cause was a manufacturing error. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.